Event description:
It was reported that during a lead revision procedure, the ipg was discovered to be in hibernation mode and impedances could not be measured. The physician decided to explant the ipg and implant a new ipg. The physician also explanted the leads. One of the leads broke during surgery and was cut to pull completely out. No portion of the lead was left in the patient. The patient was doing well after surgery and was successfully reprogrammed.